Manufacturer narrative:
Correction to b.3. Additional information added to b.5. No additional changes are necessary.

Event description:
As reported by the edwards japanese affiliate through the japanese tavi case registry, on postoperative due (pod) 16 after a tf tavr procedure with a 23mm sapien 3 valve, the patient developed infectious endocarditis (ie). Three months and two days post procedure the infection was controlled and the patient was discharged from the hospital. The outcome was determined as recovered. The valve remains implanted in the patient. Investigation was performed but no further information was obtained regarding the source of the endocarditis and the bacteria that caused the infection. Per the medical opinion, the causality of the event with both the device and the procedure were unknown. The patient recovered with antibiotics and was discharged from the hospital 3 months and 2 days post tavi procedure. Per the medical opinion, the causality of the event with both the device and the procedure were denied.

Manufacturer narrative:
Additional information was received and added to a.2 and a.3.

Manufacturer narrative:
Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. Investigation results suggest/indicate the source and cause of the infection could not be confirmed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards (B)(6) affiliate through the (B)(6) case registry, on postoperative due (pod) 11 after a tf tavr procedure with a 23mm sapien 3 valve, the patient developed infectious endocarditis (ie). Three months and two days post procedure the infection was controlled and the patient was discharged from the hospital. The outcome was determined as recovered. The valve remains implanted in the patient. Investigation was performed but no further information was obtained regarding the source of the endocarditis and the bacteria that caused the infection. Per the medical opinion, the causality of the event with both the device and the procedure were unknown.

Manufacturer narrative:
A DHR review was performed on the valve assembly and packaging routers. The review did not reveal any issues that may have contributed to the complaint event.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Corrected h.6 conclusion code. Previous code was selected in error. No further changes needed.